Event description:
Per communication from nurse clinical educator, "[pt is currently] hospitalized due to pulling out central line. Pt is in (B)(6) emergency room and will be admitted as she accidentally pulled out her central line. Caregiver states the nurses are trying to start a peripheral line and she will have a new central line placed tomorrow. Adverse event start date: (B)(6) 2024. Adverse event resolution date: unknown. No further information, details or dates available. Currently length of hospitalization is unknown. Unknown if md is aware. IV remodulin pt. Reported to (B)(6) by: health professional.